Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain chronic, severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's past medical history included pelvic mass, pregnancy (7 pound 12ounce male) in 2007 and right lower quadrant pain. Previously administered products included for an unreported indication: tetracycline and minocycline. Past adverse reactions to the above products included hypersensitivity with minocycline and tetracycline. Concurrent conditions included tobacco user and alcohol use. Concomitant products included prenatal vitamins since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right side lower abdominal pain"). The patient was treated with surgery (laparoscopy with right salpingectomy,right-sided salpingectomy on (B)(6) 2015,) and surgery (laparoscopy with right salpingectomy,right-sided salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower and pelvic pain to be related to essure. The reporter commented: the essure coils were placed without complications on patients right side and confirmed visually with the hysteroscope. The patient had 3 trailing coils on the right. Essure in place but trail angle with essure seen but not perforated concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received: reporters added, historical condition and historical drug added,product stop date added incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jan-2017: quality-safety evaluation was received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain. She underwent a right-sided salpingectomy. The event is anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain chronic, severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". Concomitant products included prenatal vitamins since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right side lower abdominal pain"). The patient was treated with surgery (right-sided salpingectomy on (B)(6) 2015) and surgery (right-sided salpingectomy on (B)(6) 2015). Essure was removed. At the time of the report, the abdominal pain, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower and pelvic pain to be related to essure. The reporter commented: (B)(6) 2015 (unilateral salpingectomy with removal of essure device) quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: new reporters, patient demographic information, product indication, onset and removal dates updated, concomitant drug and disease, treatment medications, onset and removal dates updated, new events pelvic pain, abdominal pain lower and device monitoring procedure not performed added. Outcome for the events abdominal pain, pelvic pain and abdominal pain lower added as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who received essure for sterilization. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (right-sided salpingectomy on (B)(6) 2015). At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain. She underwent a right-sided salpingectomy. The event is anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. A product technical analysis is being sought. Further information will be obtained through the litigation process.